Event description:
It was reported batteries from pulsa-vac leaked in pack. Due diligence is in progress for this complaint; to date no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Due diligence is in progress for this complaint; to date no additional information has been received. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
There are no additional details regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Only the battery pack and seven of the batteries were returned in the tyvek tray. Visual inspection if the interior of the pack found evidence the batteries had leaked electrolyte inside of the pack. One of the batteries was also discolored and peeling. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery during set up, the battery leaked fluid in the packaged. The device was brand new. Due diligence is complete and there is no additional information available.